Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm and high blood glucose levels. The customer's blood glucose reading was 522, and treated with a manual injection. The customer stated he did not think he got his "bedtime insulin." Customer stated the alarm did not occur during manual prime. The customer was unable to troubleshoot. By the end of the call the customer's blood glucose reading was down to 254 mg/dl. Customer stated the battery had run down due to the device alarming all night long. Customer was advised to call back if problems persisted. The infusion sets were replaced and will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump, performed manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.